Event description:
Boston scientific received information that the longevity of this implantable pacemaker was questioned. It was noted that the longevity performed approximately four months ago showed that the device had greater than 2 years remaining. During a recent device check, the device was at elective replacement near (ern), and it was questioned how this could be. Boston scientific technical services (ts) discussed that the programmer was displaying a slightly different longevity than the device, and that this mismatch was caused by variations in their respective current computations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.